Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Actual complaint sample and representative sample cannot be returned. Batch records have been reviewed and no issue found. One pack manufacturer retained sample tested by appearance and knot pull tensile strength and no issue found. The root cause of complaint cannot be determined.

Event description:
It was reported that the patient underwent c-section on 02/10/2019 and suture was used. During the procedure, the suture broke. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.